Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
Device was deployed by the user and after deploying step 3 bleeding was noted right away. Physician applied manual pressure and then used activated the xray and discovered the implant was not at the common femoral but instead in the sfa. Manual compression was used to achieve hemostasis. They used ultrasound and measured pulses. Ultrasound showed some diminished flow but no enough that would warrant an intervention. The patient came in for a routine follow up the following week (not certain on exact date) and there were no symptoms related to the device so nothing will be done further for this patient at this time.